Event description:
Customer reported a compromised force sensor system alarm. She also stated when she attempts fill tubing, numbers do not appear on the screen, but insulin would still come out. Customer's blood glucose was 147 mg/dl. Troubleshooting found the customer's drive support cap was sticking out. The customer also stated he had pressed the cap back in. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Insulin pump received with protruded and loose drive support disk. Insulin pump had minor scratches on display window, cracked battery tube threads, cracked reservoir tube lip. Insulin pump was unable to prime during the prime test, due to protruded and loose drive support disk. No prime alarm noted. Insulin pump alarmed motor error during the basic occlusion test, due to protruded and loose drive support disk.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)